Manufacturer narrative:
The customer reported problem was confirmed. Technical support - explain to the customer that his a/d converter took to long to complete a calibration cycle. The customer then stated that the 8100 alarms as soon as its connected. I then explain to him that he needed to replace the logic board. The customer also said that he would just send the unit back in for warranty repair. I said ok and transferred him to the rga team. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error code 246.4700. There was no reported patient involvement.